Event description:
Related manufacturer reference number: 3006705815-2021-06642. It was reported that one of patient¿s lead migrated. The issue was confirmed with x-rays. Surgical intervention was undertaken where in the lead was repositioned on (B)(6) 2021 to address the issue. It is unknown which lead is liable so both leads are reported.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.